Event description:
The catheter was being utilized for a normal run-off procedure on a pt. During the procedure, the catheter broke off. No other info has been provided at this time despite attempts to obtain.